Manufacturer narrative:
D9: device received on 8/15/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The reported error was unable to be duplicated due to the syringe not being recognized during testing. Replaced motor, leadscrew, worm gear, and worm coupling due to normal wear and aging.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a motor rate error. There was no reported patient involvement.